Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse verified the bent needle due to lack of y-axis lubrication and alignment to tubes. Fse replaced the sample needle assembly, cleaned dust from the sample loader and all sample racks, verified alignments and proper rack movement. Fse then ran quality controls (qc) and patient samples; all results were within acceptable range. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 5: maintenance, under daily checklist provides guideline for the customer to check if the sampling needle is bent or broken, before starting analysis. In addition, in sampling needle replacement process is described as: replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. The most probable cause of the reported event was due to lack of y-axis lubrication and alignment.

Event description:
On (B)(6) 2018, customer reported that the sampling needle is bent on the g8 instrument. Customer noted the needle was changed recently and it's now bent again. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.